Event description:
It was reported by service report that the scale had accuracy problems. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the load cells malfunctioned and had to be replaced.